Event description:
Reportedly, the anvil becames detached after the device was fired, requiring another resection at the staple line to remove the anvil. Dr had sutured to finish the case. Delay time was 20 mins. Minimum blood loss.